Event description:
Device 1 of 2: reference MFR report# 3006705815-2018-01088. Follow-up identified surgical intervention was undertaken wherein the entire scs system was successfully explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-01088. It was reported the patient's scs system did not provide satisfactory therapy to their desired pain pattern. Reportedly, reprogramming was attempted multiple times to no avail. As a result, surgical intervention may be undertaken as the next course of action.